Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 did not recognize cubies c6 and e6 in the medication application. A field service (fse) checked drawer 2.2 in the hardware test application (hta) and confirmed that all cubies were recognized. To resolve the issue, cubies c6 and e6 were ejected. The medication application was then launched, and once a drawer error appeared, the drawer was opened and the cubies were reinserted. After this process, the medication application correctly recognized all cubies in the drawer and the error message cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.2 cubie c6 contained medication, but the cubie was not shown as assigned to that pocket on the cubie map, prevented the customer from ejecting the cubie to retrieve the medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.